Event description:
It was reported that during a percutaneous transluminal angioplasty procedure of an iliac stenosed vessel, a leakage occurred between the balloon luer lock and the syringe being used for inflation. The catheter was removed and replaced only to have the same event occur. This catheter was removed & the replacement completed the procedure without pt injury or further complications.